Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that intermittent occlusions alarms occurred. Reportedly the customer was using humalin r-500 insulin. Tandem technical support informed the customer that humalin r-500 was off label per the tandem user guide. The customer change the pump supplies to address the issue. There was no reported adverse impact to the customer's blood glucose level.